Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, connector, oil mist filter, and vacuum pump oil were replaced to resolve the mist/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
While onsite to assess the unit for a different issue, an asp field service engineer observed an ¿oil mist¿ or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue, system risk analysis (sra), functional analysis. ¿the device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the mist/haze issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. The visual inspection passed with no unusual findings; however, functional analysis resulted in smoke, haze, and mist observed during the test cycle. The reason for failure and return of the oil mist filter was confirmed. No other parts were available for further analysis. The assignable cause of the mist/haze is likely due to the catalytic converter, connector, oil mist filter, and vacuum pump oil. The asp field service engineer reinstalled/tightened the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).